Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted in the common femoral artery using a perclose proglide device after an interventional procedure. Reportedly, the device was difficult to remove. The foot was opened and closed a couple of times and the angle was changed in an attempt to release the device. Finally, pressure was held on the access area while forcibly removing the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. No clinically significant delay in the procedure or therapy was reported. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Inspection of the returned device revealed that the rail suture end was exposed from the proximal end of the device was cut with the device cutter. This is indicative of successful needle deployment and suture retrieval. However, the suture loop was caught on the anterior foot, preventing the foot from being completely parked and resulting in difficult device removal as reported. Subsequently, as force was applied to pull the device out of the artery, the suture loop had detached as observed. After removing the suture loop, the foot did not deploy and park as designed. There were no anatomical conditions reported that could contribute to the reported difficulty. Based on the investigation, the probable cause for the suture loop being captured at the anterior foot, resulting in incomplete foot closure and subsequent suture break could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.